Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim, overactive bladder. It was reported that they thought they were having trouble with the device, but now they are not sure. It was stated that had the device set at 3.4 for a few months and they had been doing really good, only getting up once or twice. About a week ago they started getting up every hour with real urgency and nothing would come out. Then last night, (B)(6) 2017, they were back to only getting up once. The patient also stated that tomatoes give them problems, and they had tomato sauce at a restaurant, and then it was thanksgiving. The patient wanted to reach a manufacturer representative, so it was recommended that they reach out to their healthcare provider who can page a manufacturer representative. Additional information was received from the patient on 2017-dec-11 stating that the reason for their call was to learn the procedure since their representative was no longer with the manufacturer. The patient noted they were advised to call their urologist to get the name of the new representative for their area. The patient noted they had done this, and planned to call them to touch base in case they have need to adjust their neurostimulator or have an issue with it. No further complications were reported.